Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ions, pain, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ions, pain, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to acetabular osteolysis and articular bearing surface wear. Revision op report notes the presence of diffuse, particulate-laden synovium and tissue; a cystic area in the superior anterior quadrant of the acetabulum; lytic lesions posterior superiorly and medially; lytic area in the acetabular region; posterior superior wall defects; fibrinous debris; and subluxation posteriorly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03230 / 03231).